Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 occurred while using the home choice (hc) machine. The baxter technical representative (tsr) explained the alarm and had the registered nurse (rn) cycle power off and on to get se 2367 and turned it off again. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The 510k is not provided since the product code and the lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The 510k number are updated. This report of a system error 2240 alarm was not confirmed. The cause was undetermined. The label review found the labeling adequate for the potential use error in this complaint. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).